Event description:
It was reported that, during an initial implant attempt, the physician was unable to get the lead's fixation helix to extend at the first attempted position. The lead was removed and a different lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was not returned for investigation. No manufacturing related root cause for the reported experience could be determined. The lot number was not provided; therefore, a review of the device history record could not be performed.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the slightly calcified right common femoral artery after a diagnostic procedure. Reportedly, when the plunger was removed, the sutures were not retrieved, just the link. The device was rewired, and another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The reported use of the device in a slightly calcified artery likely contributed to the event. Per the instructions for use (IFU), the safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Therefore, the reported event is likely related to the operational context in the use of the device.